Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 168 (mg/dl). Reportedly, the customer has an alternate pump and manual injections available as alternate insulin therapy.